Event description:
It was reported that several infusion sets from lot 6011165 were received with the needle cover off and the site partially dislodged from the applicator; the patient attempted use, experienced incorrect deployment at multiple sites, observed rising blood glucose over 400 mg/dl, switched to subcutaneous insulin via pen, then successfully reconnected the ilet, and requested replacement infusion sets. Symptoms included hyperglycemia. Outcomes included high glucose levels, a delay to therapy, unexpected medication use to manage glucose, and no long-term health consequences or impairment. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed insufficient device problem information and no specific component finding, with no definitive findings available. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.